Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for lot ab7324u21 was reviewed and the product was produced according to product specifications. All information reasonably known as of 17 aug 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4). Device not returned.

Event description:
Avanos received a single report that referenced twenty different incidences, which were associated with separate units, involving twenty different patients. This is the thirteenth of twenty reports. Refer to 9611594-2018-00113 for the first report, refer to 9611594-2018-00114 for the second report, refer to 9611594-2018-00115 for the third report, refer to 9611594-2018-00116 for the fourth report, refer to 9611594-2018-00117 for the fifth report, refer to 9611594-2018-00118 for the sixth report, refer to 9611594-2018-00119 for the seventh report, refer to 9611594-2018-00120 for the eighth report, refer to 9611594-2018-00121 for the ninth report, refer to 9611594-2018-00122 for the tenth report, refer to 9611594-2018-00123 for the eleventh report, refer to 9611594-2018-00124 for the twelfth report, refer to 9611594-2018-00126 for the fourteenth report, refer to 9611594-2018-00127 for the fifteenth report, refer to 9611594-2018-00128 for the sixteenth report, refer to 9611594-2018-00129 for the seventeenth report, refer to 9611594-2018-00130 for the eighteenth report, refer to 9611594-2018-00131 for the nineteenth report, refer to 9611594-2018-00132 for the twentieth report. It was reported that the corrugated connector (flex connector) kept disconnecting from the elbow. The hospital is using single packed flex tube connectors instead, as they provided a tighter fit. Per additional information received 17 aug 2018, the hospital reported to the distributor that there was no harm done to patients.